Event description:
It was reported that the following issue was observed on the device: "not working." Reported problem cause description: "mis-alignment of the door and door latch." Hence, the work performed in the device includes: "fixed the alignment of the door assy and door latch. Performed check in test. Ran basic infusion." There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.